Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), found that the arterial pressure connector on the cardiosave became difficult to connect and eventually would not connect at all. No patient involvement or adverse event reported. Found that the spring tab in the connector socket was broken. Replaced the front end board and completed a full pm under so#(B)(4) (attached). All tests passed to factory specifications. Returned to the customer and released for clinical use. The defective components were received for further investigation. The final investigation has been completed by failure analysis and testing department. Retaining the front end board in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6(type of investigation, component codes and investigation conclusions). Additional contact information: (name - (B)(6). The failure analysis and testing department inspected a front-end board and observed the spring tab in the arterial pressure connector socket was broken. No further test can be done due to the broken arterial pressure connector. Retaining the front-end board in the failure analysis and testing department per procedure 0002-07-d008 rev ak. The failure analysis and testing dept. Received pcb, front end, rohs from the supplier. The supplier verified the failure of arterial pressure connector became difficult to connect and replaced connector j2. The board passed testing. The failure analysis and testing dept. Installed pcb, front end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) pressure connection was defective. There was no patient involved.